Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 448 mg/dl. The customer reported they have a backup plan available. The customer was treated with the insulin pump. The customer was advised to change entire set, reservoir, insulin and treat. The customer completed the high pressure test and the device alarm no delivery as designed.